Event description:
It was reported that during remote follow-up, the patient presented with increasing pacing threshold on their left ventricular lead, which resulted in loss of capture. No intervention was reported. There were no patient consequences.